Manufacturer narrative:
Taper unknown. (B) (4) the reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The device has been received by allergan and is pending device analysis. The connector type has not yet been identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Health professional reported an alleged port leak. The pt was not losing weight and did not feel resistance while eating. The device was explanted.